Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump keeps alarming low battery and off no power. The customer¿s blood glucose level was unknown at the time of the incident. Customer has disconnected from the device for two days due to frequent battery alert. The customer inserted a battery and the screen was blank. The customer did not complete troubleshooting as the device had physical damage on the back. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.